Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The reporter thought it was currently at 9 mg/day and previously maybe at 11 mg/day. The patient's medical history included pre-existing back pain. The indication for pump use was post laminectomy pain and spinal pain. On (B)(6) 2016 it was reported that the patient had been in and out of the ER (emergency room) and recently had an episode that was outside of the hospital at first and then she ended up in the hospital. The patient had had a severe back problem that they did a surgery for recently. They increased the pump before the surgery because of the pain. In (B)(6) 2016 (about 2 weeks before (B)(6) 2016), the patient was getting too much medication before the back surgery on (B)(6) 2016 and it put her in the hospital briefly and "scared the heck out of her". She wasn't able to speak for herself. The patient had a knee replacement in (B)(6) of 2016 and was taking half of a lortab 7. When she took a full tablet it wasn't touching anything and she had oxycodone and was given permission to try it and it was the catalyst. That, in conjunction with her pump increase, was more than her system could take and the reason why she ended up in the ER. Every time the patient went to the ER they didn't know what to do with pump as they didn't understand pumps. The patient felt that the ER was dangerous for patients that have pumps as they didn't know anything about them; they were uneducated about them. The patient's friend told the ER that she had an implant and they wouldn't call the patient's managing physician for 3 days. The patient was happy that she had the pump and it made her life so different. The reported situation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.